Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that during device testing for installation at the customer site the device indicated failure/error codes 9:5 and 10:5. These are power on self test errors. The device had not yet been installed for customer use. There was no patient involvement.